Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, external ram crc error, low battery and another alarm saying that the number of pump strokes remaining in a bolus is larger than the maximum bolus.. The customer¿s blood glucose level was unknown at the time of the incident. There is no indication of issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump not expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no unexpected restart alarm, external error alarm, test failure at 10:01 am alarm and low battery alert noted. No unexpected resetting time/date after changing battery noted. Unit had displayable history check failed on startup alarm in alarm history file. Displayable history check failed on startup alarms due to corrupted history files. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.